Manufacturer narrative:
(B)(4). Ortho medical safety officer has assessed this event as a serious injury - the physical injury did not sound to be serious and the health risk was the potential infection with blood borne pathogens via the probe. The chance to get infected is small but not impossible, thus, this case is classified as serious injury till the operator is cleared for potential infection after retesting in 60 days.

Event description:
Customer reported that on (B)(6) 2018, while performing a probe replacement, he accidentally lacerated the middle finger of his right hand with the old probe.

Manufacturer narrative:
Additional information was received post 6 months from date of injury that indicates that all testing at 6 months was negative. This event had previously been assessed as a serious injury until all testing was complete. Ortho's medical safety officer received the information on 11mar2019 and provided the following assessment: since all testing results are negative 6 months after the initial exposure, the patient was unlikely to be transmitted with the known blood borne pathogens. This case is thus classified as not a serious injury.

Event description:
This report corresponds to ortho clinical diagnostics complaint number (B)(4).

Manufacturer narrative:
Additional information received on 5-sep-2018: ortho contacted site to get additional information on incident. As per facility, operator was changing probe #3 and punctured his middle finger with probe #4. Operator has changed the probes many times on vision max and routinely changes all four probes at a frequency about once monthly. Customer indicated that analyzer was off at the time of the incident and access to onboard maintenance wizard was not possible because the instrument was failing initialization prior to changing probes. Customer has used written procedures in the past to change the probes, but customer indicated that the procedure was not completely accurate as the diagrams only depict one single probe whereas the vision max analyzer has a total of four individual probes. Customer was not aware that there was slack in the tubing where the probes are attach at the top that would allow movement of each individual probe away from each other for easier access for replacement. Customer is now aware that use of slack in tubing should allow for easier access to each probe been change. Although the customer indicated that written procedure in the self service manual for changing probe on the vision max was not completely correct and felt the procedure could be more prescriptive, his injury was not directly related to the how the procedure is detailed in the guide. As per ortho am, operator has completed his first month of prophylactic treatment and was told all results are negative. Ortho's medical safety officer reviewed the additional information received 5sep2018 and provided the following assessment: a lab operator lacerated the middle finger with a used probe while performing a probe replacement. The lab operator washed and disinfected the wound first by rinsing with water then alcohol and then bleach. Blood tests were done and will be re-tested in sixty days to detect potential infection of blood borne pathogens. In addition, the lab operator received prophylactic treatment. Lacerated by a used probe exposed the lab operator to potential blood borne pathogen infection. Giving the assumingly low concentration of blood borne pathogen contamination on the probe and the right post-incidence self-treatment the affected lab operator performed, the chance of an infection via this incidence is low but not impossible. So, before receiving the test results in 60 days to eliminate the infection, this case is classified as a serious injury.

Event description:
This report corresponds to ortho clinical diagnostics complaint number (B)(4).